Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via sprinklr that a skin reaction was occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around 09/05/2025, an anonymous individual reported that they had been experiencing issues related to an arm infection that had persisted for approximately two weeks. The individual stated they had sought medical attention from three different doctors, but no further details regarding diagnoses, treatments, or outcomes were provided. The identity of the patient was not disclosed, and no follow-up information has been made available at this time. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.